Manufacturer narrative:
The returned product was evaluated and the investigation found a bend in the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run. No other defects or deficiencies were found during the investigation. Inspection of the device did not find any issues that would result in bleeding/bruising. Damage was found to the reservoir cap. Although damage to the reservoir cap was observed, it is unclear when the damage occurred. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction.

Event description:
It was reported that a patient's blood glucose levels reached 15.8 mmol/l (285 mg/dl) while wearing the pod between 36 and 48 hours on the hip/buttocks. The patient's mother noted bleeding and bruising at the insertion site after the pod was removed. A new pod was applied to treat the hyperglycemia.